Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker declared safety mode. The patient was not pacemaker dependent at the time. It was noted that the battery of this pacemaker was suspected to be depleting prematurely and that there were software issues. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker declared safety mode. The patient was not pacemaker dependent at the time. It was noted that the battery of this pacemaker was suspected to be depleting prematurely and that there were software issues. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.